Manufacturer narrative:
The data files were returned and analyzed. The data files showed at least nine applications were performed with afapro28 balloon catheter with lot 02424 without any issue on the date of the event. The clinical issue (phrenic nerve palsy (pnp)) occurred during the procedure. There is no indication of a relation of the adverse event to the performance and malfunction of the product. In conclusion the physical product was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced phrenic nerve palsy (pnp). A double-stop technique was performed. The patient was monitored and the procedure continued with radiofrequency. Their pnp was not resolved at the time the procedure was completed. The case was completed with radiofrequency. No further patient complications have been reported as a result of this event.